Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were low out of range on the day of the event. Ccc specialist instructed the customer to replace and align the reagent probe and flexes for both methods. The customer reran qc, which were within range. The customer granted ccc specialist remote access to the system. Ccc specialist cleaned and aligned sample probe 2 (s2). Ccc specialist ran a quick check and reset the instrument, which passed. Ccc specialist ran qc for chol, which were low out of range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed bottom of cuvette (boc) alignment for sample probe 3 (s3) and ran service methods, which failed. The cse replaced s2 mixer and performed boc alignment. The cse ran a full quick check. The customer performed calibrations and qc, which passed. The cause of discordant, falsely depressed chol and trig results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed cholesterol (chol) and triglycerides (trig) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on alternate dimension vista instruments, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed chol and trig results.